Manufacturer narrative:
Model number/catalog number 72404310, serial number (B)(4), batch/lot number 152381001, model/catalog description pump ms.

Event description:
It was reported that the patient had his inflatable penile prosthesis cylinders and pump removed due to a cylinder puncture and pump malfunction. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders and pump components were implanted.

Manufacturer narrative:
Pump analysis: malfunction was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. When the pump was functionally tested it failed the 8 lb. Activation test. The pump required greater than 8 lbs. Of force to activate. The pump was tested twice and during testing the pump bulb stayed deflated when it was activated. The pump passed all other functional tests. D4 model number/catalog number 72404310. Serial number (B)(4). Batch/lot number 152381001. Model/catalog description pump ms. Additional information d10, h3, h6.

Event description:
It was reported that the patient had his inflatable penile prosthesis cylinders and pump removed due to a cylinder puncture and pump malfunction. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders and pump components were implanted.

Event description:
It was reported that the patient had his inflatable penile prosthesis cylinders and pump removed due to a cylinder puncture and pump malfunction. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders and pump components were implanted.

Manufacturer narrative:
Model number/catalog number 72404310. Serial number (B)(4). Batch/lot number 152381001. Model/catalog description pump ms.